Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two prostyle devices after a percutaneous coronary interventional procedure with a 7f sheath. Reportedly after removing the first prostyle plunger, a link break was noted. A second prostyle was attempted; however, the suture was not attached to the needle [cuff miss / suture-retrieval issue occurred]. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.